Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification and 100% stenosis in the right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon. Then, a 3.50 x 18mm xience prime stent delivery system (sds) was deployed to the target lesion at 16 atmospheres. Fluoroscopy showed that a distal edge dissection occurred. A new unspecified xience prime sds was implanted to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure.